Event description:
The customer reported that the monitors went black after a few scans. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer canceled the service call.